Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) has reached elective replacement indication (eri) and is scheduled for change-out on 1/10/06. The shock impedance measurements are reported to be variable, between 60-90 ohms.